Event description:
No further event information available at the time of this report.

Manufacturer narrative:
A imp tm 4.7mm mtx full, 11.5mm (tmtwb11) was returned for investigation, see attached images a176 and a177 in the complaint. Visual evaluation of the as returned product identified a crown attached, worn markings due to usage and a fracture at the threads. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. No pre-existing conditions were noted on the per. The reported device was located on tooth # 3 and was used for approximately 1 year 3 months. Pictures or x-ray images were not provided. Appropriate documentation was reviewed. DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (tmtwb11) dating back to 12 months from now . The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Based on the available information, device malfunction could had occurred. The reported event was non-verifiable for bone loss however confirmed for fracture.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided, lot/serial # unknown / not provided, device expiration date unknown / not provided, device UDI number unknown / not provided. PMA/510k: k113753, k112160. Device manufacturer date unknown / not provided.

Event description:
It was reported that implant at tooth site # 3 fractured. Implant was removed and site grafted. Patient's condition at the time of event: healthy. As a result of this event, no delay and no injury to the patient reported. Symptoms as a result of the event: bone loss and pain.